Event description:
An endopledge cs catheter and 11f sheath were to be removed, post mics before the pt was transported from the operating room to the intensive care unit (ICU). Balloon deflation of the cs catheter was confirmed, through ease of deflation as well as complete return of instilled contrast, and the cs catheter was carefully withdrawn. Minor resistance during catheter removal was met at the start. Removal continued, albeit slowly, then became almost effortless, providing no indication of any catheter malfunction. As the cs catheter exited the introducer, it was immediately observed that the tip had fractured. The surgeon was immediately notified of these findings, and the decision was made to proceed with removal of the 11f introducer and obtain a chest radiogram. Before catheter removal, tee did not show any foreign body in the right atrium or ventricle, and the 11f introducer appeared intact. After the introducer was removed, inspection revealed the fractured tip of the cs catheter lodged in the distal end of the sheath. Diagnosis or reason for use: avr, minithoracotomy.